Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address recurrent dislocation.

Manufacturer narrative:
Conclusion and justification status for MDR: complaint description: revision total hip replacement surgery. The stem and head removed. The cup and liner were not revised. This patient had a rheumatological disorder of an auto-immune nature with abnormal tissues. His hip dislocated three times since total hip replacement was carried out on (B)(6) 2001. Please note- a member of the clinical team passed the implant to (B)(6) on departure from depuy. A complaint has been entered in the dint system under dint (B)(4) but this is for corrosion on the stem and not for the revision surgery due to dislocation the head and stem were returned in 2002 as stated above. A worldwide complaint database search found no other reported incident against the provided product / lot combination since release for distribution. From the information reviewed it was noted that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined: insufficient information root cause. The product shall be retained and stored in secure storage area for future reference. The occurrence shall be put monitored through our companies post market surveillance system for future trends. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.